Event description:
Overdelivery reported via medwatch form received from customer. The pump was set up at 4:15 pm to infuse a one liter container of il2 at 45 mi/hr. The pt reportedly "was checked four times between 4:15 pm and 6pm. At 6:10 pm, it was noted that about one-half of the bag was gone." The rate was reportedly verified by another rn. The pt was "alert and oriented and denied any side effects" at the time event. No medical intervention was required.